Manufacturer narrative:
Additional manufacuring narrative: other, additional manufacturing narrative (if other): attempts for the return of the product as well as additional information requests have been made. The customer indicated that the product used for this event was discarded and the lot/serial number was not available. If new information is obtained, a follow-up report will be submitted.

Event description:
It was reported that a patient developed a pressure sore from the 1896 forehead sensor. Per masimo cs, " customer incident was being reported due to a pressure sore resulting form the tf-1 headband. This occurred in ICU. ICU manager indicated that the sore was due to headband and not sensor. The headband was thrown out and no pictures were available.

Manufacturer narrative:
Customer provided additional information regarding patient's detail: (B)(6) year old male, 93kgs., corrected data: was "(B)(6) 2016" should be "(B)(6) 2016"